Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-00971. It was reported the patient had a trial scs lead implant for right hip and leg pain. Post-operatively the patient complained of nerve pain in calf and in toes on the right side. The doctor believed he may had irritated a nerve while placing the trial lead. The patient was treated with IV steroids to calm down the nerve and reportedly the patient's nerve pain was resolving.